Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) ranging from 313-599mg/dl. Reportedly, the customer had been using a cartridge filled with humalog for 5-6 days. Reportedly, the customer administered a manual injection or a bolus via the pump to address bg level. Tandem technical support educated customer regarding cartridge/insulin labeling. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.